Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The ac charger was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that the clinician obtained a new battery and the malfunction was not duplicated. Complainant indicated that there was no patient involvement in the reported malfunction.